Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump had missing/ stuck pixels on the pump display and that part of the screen would not light up making interaction with the pump impossible. Customer's blood glucose was 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.